Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule did not detach from the delivery device once it was placed in the esophagus. No other known adverse events were reported. Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.